Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket lid was failed to open. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation system the cubie pocket lid failed to open. The customer reported that the hardware was failed to detection bus for the auxiliary unit. The customer stated that this malfunction caused an hour of delay to the patient care. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.